Event description:
6947 - hvb >200 ohms; x-ray showed clavicular crush. 5076 -lead replaced due to high thresholds. It showed insulation breach on removal, consistent with crush, and subsequently tested out of specification during manufacturer's analysis.